Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited ventricular 'capture problems'. No additional information is available at this time.